Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. The cgm reading was 178 mg/dl but the patient ended up in a coma and was taken to the hospital by the parent. They did not take any bg reading and did any treatment/first aid before being taken to the hospital. At the hospital they took a bg reading which was 980 mg/dl and the patient was treated with insulin. The patient was hospitalized for 1 week. At the time of the report the patient was recovered and feeling great. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information available.